Manufacturer narrative:
This report was initially submitted following notification from a customer in brazil regarding discrepant results while testing a staphylococcus aureus external controllab sample using the vitek® 2 ast-p637 test kit (reference # 418583, lot # 7371399203). The customer stated that the expected oxacillin result for this organism is susceptible. Vitek® 2 testing obtained an oxacillin susceptible mic, but the result was changed to resistant because of a cefoxitin screen (oxsf) positive result. The customer¿s sample was not provided, nor was the controllab survey results for oxsf. Local customer service (lcs) stated the customer believed the issue was related to their densichek as they noted two different values when performing testing. They have ordered a new densichek and will perform repeat testing again to confirm. Due to the customer contact date, global customer service (gcs) informed lcs that biomerieux will proceed with a "no strain submittal investigation", and that the strain will be accepted later should the customer choose to submit for testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-p637 lot 7371399203 met final qc release criteria and passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant results while testing a staphylococcus aureus external controllab sample using the vitek® 2 ast-p637 test kit (reference # 418583, lot # 7371399203). The customer stated that the expected result oxacillin result for this organism is susceptible. Global customer service reviewed the customer¿s lab reports and determined that the vitek 2 testing obtained an oxacillin susceptible mic, but the result was changed to resistant because of a cefoxitin screen (oxsf) positive result. The customer¿s vitek® 2 ast-p637 results were: cefoxitin screen: oxsf positive oxacillin mic <= 0.25, susceptible but modified to resistant by advanced expert system¿ (aes). No alternative testing was performed. No repeat testing was performed. Expected controllab survey results for oxsf were not provided. However, the oxsf result led to a false resistant result. There is no patient associated with this external controllab survey sample; therefore, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.